Manufacturer narrative:
Citation: schneider aw et al. Twenty-year experience with stentless biological aortic valve and root replacement: informing patients of risks and benefits. Eur j cardiothorac surg. 2018 jun 1;53(6):1272-1278. Doi: 10.1093/ejcts/ezx478. Earliest date of publish used for event date [and death date]. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a twenty year experience with stentless biological aortic valve and root replacement. All data were collected from a single center between june 1993 and december 2014. The study population included 604 patients (predominantly male; median age 64 years), all of which were implanted with a medtronic freestyle stentless bioprosthesis. The serial numbers were not provided. Among all patients there were 221 all-cause deaths (48 early and 173 late). Causes of late deaths were deemed non-valve-related in 121 patients, unknown in 27 patients, sudden unexplained in 14 patients, and valve-related in 11 patients. No further details were provided regarding the 11 deaths deemed valve-related. Based on the available information, these deaths may have been attributed to medtronic product. Among all patients adverse events included: leaflet tear, leaflet perforation, stenosis, dilatation, endocarditis, stroke, transient ischemic attack, low cardiac output, bleeding, tamponade, myocardial infarction, and arrythmia requiring permanent pacemaker placement. Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance problems were reported.